Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the weld joint of the yaw pulley after one side of the clevis ears were removed for further investigation. The silicone potting appeared to be compromised and the conductor wire was damaged around the weld location. The conductor wire was broken at the weld to the base of the hook, likely due to a compromise in the silicone potting around the conductor wire and yaw pulley interface. Once the silicone potting is compromised, conductive fluids such as blood and saline can migrate in the welded location and cause thermal damage and mechanical damage to the weld since it will be an alternate energy path once energy is activated. Thermal damage was noted on the monopolar yaw pulley due to the conductor wire broken at the weld. Black char marks were observed. Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint.

Manufacturer narrative:
The instrument has not been returned to isi for failure analysis evaluation as of the date of this report; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned and/or if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, sparks were observed at the jaws of the instrument. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the sparking issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while the surgeon dissected unspecified tissue with the permanent monopolar cautery hook instrument, sparks were observed. There was no report that any fragment(s) from the instrument fell inside the patient during the surgical procedure. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury.